Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: a manufacturing record evaluation was performed for the finished device lot number (l13al0082), and no non-conformance was identified. Therefore, the type of investigation has been updated to reflect the additional information. Investigation summary: the complaint device was received at the r&d & manufacturer site and evaluated. It was reported that ¿motor stopped spinning during a case¿ per service reports, this complaint can be confirmed. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. Currently, this has been escalated to CAPA to address the issue. With the information provided, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (l13al0082), and no non-conformance was identified. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on (B)(6) 2022, it was observed that the motor on the tornado micro ii no-button shaver handpiece device stopped spinning. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwath, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the r&d & manufacturer site and evaluated. It was reported, that ¿motor stopped spinning, during a case¿, per service reports. This complaint can be confirmed. During the analysis of the device, it was deemed, that the motor presented a failure. However, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor, during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece, but does not adversely impact patient safety. Currently, this has been escalated to CAPA, to address the issue. With the information provided, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed, for the finished device lot number (l13al0082). And no non-conformance was identified. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent, with which this complaint is observed in the field.